Manufacturer narrative:
In an research article, device instability in four patients and device migration in one patient were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the amplatzer vascular plug ii instruction for use, arten600038211- a, "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
Related manufacturing reference number: 2135147-2021-00396. The article, "distensibility of the ductus arteriosus in neonates and young infants undergoing transcatheter closure", was reviewed. This research article is a retrospective single center experience to explore the hypothesize that neonates and young infants may have more distensibility of the ductus which may be result in device migration. Amplatzer duct occluder and amplatzer vascular plug ii were associated with the study. The article concluded that infants with the younger age and the lower weight have the more distensible pda, which may be a risk for device migration. The primary author of the article is kota nagasawa, department of pediatrics, kyushu hospital, japan community healthcare organization, 1-8-1, kishinoura, yahatanishi-ku, kitakyushu, fukuoka 806-8501, japan. The correspondence author of the article is jun muneuchi, department of pediatrics, kyushu hospital, japan community healthcare organization, 1-8-1, kishinoura, yahatanishi-ku, kitakyushu, fukuoka 806-8501, japan with the corresponding email: jmune@msn.com.